Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility nurse reported a blood leak that occurred with the combiset at the beginning of the patient¿s hemodialysis (hd) treatment. The nurse stated that a dab of blood was noticed on the combiset and the heparin line detached when they attempted to wipe the blood away. The nurse stated that there was no defect, damage, or loose connections noted on the combiset. The nurse stated there was no noticeable change in pressure that would have triggered the fresenius 2008t machine to alarm. The patient¿s estimated blood loss (ebl) was approximately 25 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient opted to end treatment for the day. The complaint device is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: a companion sample was received by the manufacturer for a physical evaluation. The sample passed a visual inspection as no issues were found. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. The reported issue could not be confirmed by the manufacturer.

Event description:
A user facility nurse reported a blood leak that occurred with the combiset at the beginning of the patient¿s hemodialysis (hd) treatment. The nurse stated that a dab of blood was noticed on the combiset and the heparin line detached when they attempted to wipe the blood away. The nurse stated that there was no defect, damage, or loose connections noted on the combiset. The nurse stated there was no noticeable change in pressure that would have triggered the fresenius 2008t machine to alarm. The patient¿s estimated blood loss (ebl) was approximately 25 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient opted to end treatment for the day. The complaint device is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Correction: h6 (type of investigation).

Event description:
A user facility nurse reported a blood leak that occurred with the combiset at the beginning of the patient¿s hemodialysis (hd) treatment. The nurse stated that a dab of blood was noticed on the combiset and the heparin line detached when they attempted to wipe the blood away. The nurse stated that there was no defect, damage, or loose connections noted on the combiset. The nurse stated there was no noticeable change in pressure that would have triggered the fresenius 2008t machine to alarm. The patient¿s estimated blood loss (ebl) was approximately 25 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient opted to end treatment for the day. The complaint device is available to be returned to the manufacturer for physical evaluation.